Manufacturer narrative:
Results: as received, the ipg communicated with testing equipment. The test pt programmer displayed the low battery warning. Analysis revealed the low battery warning was due to passivation. The low battery warning was cleared, after a pulse load test, the low battery flag did not reappear. The ipg was tested to manufacturing specifications. The ipg passed all tests. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) received the "low ipg" warning. The warning was cleared, however, the issue recurred. Surgical intervention was taken and the pt's scs ipg was explanted and replaced.